Event description:
Customer reported that screen would not turn on. There was no reported adverse impact to the customer¿s blood glucose level. Customer attempted to resolve the issue by leaving the pump on charge for an hour, but the problem persisted. Eventually, it was concluded that the screen was shattered, and the pump was replaced. The customer reverted to manual injections for insulin therapy.